Event description:
It was reported that the user experienced a severe high blood glucose event and felt dizzy while using the ilet bionic pancreas. Symptoms included hyperglycemia and dizziness. Outcomes included insufficient information regarding the health impact. Investigation included communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings and no specific medical device problem or device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.